Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that the station refrigerator was not detected. A field service engineer contacted the customer and guided them through troubleshooting steps over the phone while at the station. Multiple troubleshooting techniques were performed, and the issue with the refrigerator was successfully resolved. Customer was able to successfully recover storage space in use application for refrigerator. Additionally, fse noticed a drawer failure but was unable to resolve the dead drawer remotely, so a new work order was created for onsite repair. The system functioned as intended after the field service engineer guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the es refrigerator failed and could not be recovered, with a maintenance required error message being displayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.